Event description:
It was reported that the unspecified bd precisionglide¿ 25g x 1.5in needle broke off in the patient's chest during the injection at the end of the surgery. Ultrasound and x-ray fluoroscopy was used to locate the broken needle, which was then surgically removed. The following information was provided by the initial reporter: "bd precisionglide 25gauge 1.5 inch needle broke off at hub in pts chest during local injection towards end of surgery. Used ultrasound to attempt to locate the needle, stat xray fluroscopy performed to locate needle and removed the needle from pt's chest."

Manufacturer narrative:
Medical device expiration date: unknown. FDA notified: the initial reporter also notified the FDA via medwatch # (B)(4). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.